Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart. The customer's blood glucose level was unknown at the time of incident. The customer reported receiving the alarm and insulin pump is continuously losing power. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unexpected restart after battery change due to faulty connector on interface board. Motor error alarm during occlusion test due to faulty force sensor resistor (gold). Insulin pump passed idle current test, run current test, self test, off no power test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. Motor passed motor test. No battery loss power alarm noted. Insulin pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.